Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation ,therefore cause of event cannot be determined.

Event description:
It was reported that patient with canal stenosis underwent transforaminal lumbar interbody fusion at l2-s2ai on (B)(6) 2016.it was reported that on an unknown date, post-op, the patient got fever due to postoperative infection. Revision surgery was performed for cleaning.